Event description:
The customer reported two (2) false positive results with ID now covid-19 .the customer received a positive result with ID now ,and negative on a (pcr) test .this MFR represents the second test ,lot number involving (m187643) quantity (1) . No additional patient information, including treatment and outcome, was provided. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. This MFR. Report addresses test two (2) of two (2) tests.

Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. Reference MFR. Reports: 1221359-2022-02368 through 1221359-2022-02369.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m187643 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m187643, test base part number190-430 / lot m187643. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m187643 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference. H10 reference MFR. Reports: (B)(4)through (B)(4).